Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of unknown. The customer also stated that they had symptoms like vomiting and not feeling well. The customer was treated with intravenous fluids and insulin fluid. Customer stated that insulin pump was shutting off. The insulin pump will not be returned for analysis.